Event description:
It was reported that a disposable set leaked where the device interfaced with an infusion pump. It is unknown at which step in the process this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should any additional relevant information becomes available, a follow-up report will be submitted.